Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -7.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022; the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim#: (B)(4).